Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The used cartridge was returned (cav. 175). Inadequate viscoelastic was observed in the cartridge. The nozzle had aneurysm, which had torn as it entered the thinner tip. The tear extended to the end of the tip. The cartridge had evidence of placement into a handpiece. The used monarch iii (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted. There were small areas of missing coating on the side of the nozzle. The lens was returned loose inside the opened pouch with the lens case lid. Viscoelastic was dried in patches on the lens. One haptic tip was broken-returned adhered to the optic with viscoelastic. The other haptic tip was scraped. The optic had two gouges on opposite side of the edge (posterior). The optic also has a split or cut from the edge to the center. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model was indicated. It is unknown if a qualified handpiece or viscoelastic were used. The returned cartridge was molded using the cavity 175 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that during priming the device, the cartridge split and lens damaged and haptic got broke. There was no patient contact and no patient impact.